Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo or extrinsic fracture was not observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was difficult to position. During placement the lead exhibited high impedance, oversensing with noise, no capture, unstable thresholds, and contained a possible fracture. The pacing system analyzer cables were exchanged and the lead was repositioned; however, the same measurements persisted. The lead was removed and replaced. No patient complications have been reported as a result of this event.